Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent unexpected resets occurred. Upon the pump turning back on the pump time was noted to be inaccurate. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.